Manufacturer narrative:
(B)(4). Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The suspect uim operated properly throughout all testing, responding to touch properly.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen sometimes does not respond to touch. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a corrupted boot loader.